Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that when the device was interrogated prior to implant, the serial number display showed only zeros. There were other nominal values that were different as well. The device was not implanted. No patient complications have been reported as a result of this event.